Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer's insulin pump had power error detected alarm. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated notification light did not immediately stop flashing. Customer stated power error detected alarm was received for 4 days in a row. Customer stated insulin pump had blank display and display did returned after insulin pump restart. Troubleshooting was performed. The insulin pump will not be returned for analysis.